Event description:
Additional information was received indicating this device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The field representative reported that at the device check, the rv pacing impedance measurements remained >3000 ohms. All other rv lead measurements were normal. The field representative also noted that the atrial pacing impedance was not out of range and no issues were observed with the atrial lead. The patient experienced no symptoms due to the out of range rv pacing impedance measurements. The physician planned to continue monitoring the lead. No changes were made to the system.

Manufacturer narrative:
Available information indicates the device and leads remain in service. No adverse patient effects were reported. This report will be updated when additional information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and the associated leads exhibited out of range atrial and right ventricular pacing impedance measurements. The patient was scheduled for a device check in three weeks.